Event description:
Additional information was received that vessel tortuosity was normal, no excessive tortuosity. The device was prepared and a continuous catheter flush was administered and maintained during the procedure as indicated in the IFU. There was no resistance during delivery of the coil. This was the first aneurysm. It did have 2 bleps and the first blep was successfully coiled. The coil was not repositioned or pulled back. During primary placement, the coil didn¿t react to pull back. There was no kink/damage observed on the pushwire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a coil was broken prior to detachment attempts. No other device, event, or patient information was known at the time the report was received.

Manufacturer narrative:
B3: event date is not known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A2, a3a patient information updated b5 updated with additional information received. D2-d4 device information updated based on additional information received. E1 initial reporter/physician information updated based on additional information received h6 coding information updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the axium coil broke during positioning during the procedure. An attempt was made to remove the coil with a stent retriever without success. The patient was undergoing coil embolization to treat an anterior communicating (acom) aneurysm. The patient remained hospitalized and under sedation as of (B)(6) 2025, due to a1 segment infarct and occlusion. The patient additionally experienced left side lower extremity hemiparesis.